Event description:
It was reported that the smiths medical cadd ms3 pump stopped running in the middle of infusion. The pump's screen displayed " stopped error. Alarming". No adverse effects reported.

Manufacturer narrative:
One infusion pump was received for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Visual inspection found the device to be in good physical condition. Upon review of the event history log of the pump, no evidence of the reported customer complaint was found. Device was then powered on and the reported customer complaint was duplicated, showing error code 77 on the screen. This indicates a problem with water damage. Further investigation determined that the microprocessor board was corrupted due to water damage, and the problem source has been determined to be user interface. The microprocessor board was then replaced.